Event description:
It was reported that during an unknown procedure, the staple line was malformed. Only some of the staples were formed. It was not reported how the case was completed. There was no reported patient consequence.